Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 has been deployed then partially reinserted on the needle, just in front of the t2. The t2 is in place on the needle. The variable depth straw has been trimmed. No other deficiencies are visible. A functional evaluation couldn't be performed due to the t1 being pushed into and stuck in the channel. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscal repair, the t2 implant of the ultra fast fix could not be deployed. The t1 implant was pulled out. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.